Event description:
The patient obtained a blood glucose result of 459 mg/dl on the suspect device. Pt gave themselves extra insulin based on the result. Spouse said that pt was unconscious about six hours later and spouse tested pt's glucose on the suspect device at the time and the reading was 363 mg/dl. Emergency medical technicians were called and they checked pt's glucose and the level was 16 mg/dl. Pt was treated with an IV. Controls were used on the system and they were out of range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.